Event description:
The customer reported via the sales rep that patient underwent a revision in 2007 due to the plate fracturing 4 weeks post operatively. The customer further reported that the primary procedure took place approx three months earlier, for a malunited fracture of the distal radius with a positive ulnar variance. The sales rep was also present during the primary procedure and reported that the plate had been bent by the surgeon prior to implantation. The sales rep reported that the plate was removed and revised with a small fragment t plate. The customer further reported that there has been some soft tissue irritation around the area of the plate fracture and swabs have been taken.